Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during use there was "error 823" and the device stopped to ventilate. No patient consequences reported. According to the user facility report the patient had spontaneous breathing.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The described error 823 was confirmed from the hospital history record and indicates that the pcb cpu was not functioning correctly according to monitoring pcb. It was not possible to duplicate the failure at the hospital during a later functional device test. Based on the reported error code the pcb cpu and the time-keeper-ram have been replaced and were analysed at dräger lübeck. No hardware failure was detected by the manufacturer during the analysis of the exchanged parts. One possible reason for the reported failure could be an electrical or electromagnetic effect which was higher than defined in iec 60601-1-2. Most likely switching the device off and on again solved the isolated problem due to the reset of internal supply voltages. In case of the reported error the device stops ventilating and a visual and acoustical alarm is generated. The airway system is opened to allow the patient for spontaneous breathing. No patient consequences were reported, after testing the device according to ipm-l it can be put back into service.